Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on analysis completed on 13sep2018. It was reported that crossing difficulties were encountered. The 90% stenosed, 20x2.25mm, target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.25x24mm promus element stent was advanced but failed to cross the lesion. No patient complications were reported. However, returned device analysis revealed stent damage. Promus element, mr, ous 2.25 x 24 mm stent delivery system was returned for analysis. A visual examination of the stent found that proximal stent strut rows 1-2 were damaged with stent struts lifted and pulled distally. The undamaged section stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force that could have been applied on the delivery system. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.